Event description:
Customer reported to beckman coulter, inc. (Bec) that the piercing probe of the unicel dxc 600i synchron access clinical system was dripping fluid. Customer reported that the wash station was sonicating, but fluid was dripping off when the wash station moved to the left. Customer indicated the wash station was almost overflowing. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) noted fluid on the piercing probe. The fse replaced the probe and performed alignments.

Manufacturer narrative:
(B)(4).